Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite was advanced for dilation. However, it was noted that the balloon ruptured before reaching the burst-rated pressure. It was further reported that the balloon ruptured during first inflation in less than 30 seconds during the procedure. The device was removed without any problem using the normal method, and the procedure was completed with alternate gladiator balloon. The patient was in good condition after the procedure.

Manufacturer narrative:
B3 - date of event: used 12/01/2024 as the event date was not reported. B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite was advanced for dilation. However, it was noted that the balloon ruptured before reaching the burst-rated pressure.

Manufacturer narrative:
B3 - date of event: used 12/01/2024 as the event date was not reported.